Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a carotid endarterectomy procedure on an unknown date and absorbable hemostat device was used. After they removed the specimen there was broad oozing, so the surgeon deployed the absorbable hemostat device and waited for hemostatis. They then suctioned out the excess, and was told that the drain could clog. The drain was placed and the incision was closed and the drain clogged overnight. The next day the patient had a seroma. The surgeon went back in and removed the drain and removed the seroma. There were no further patient consequences. No further information available.